Manufacturer narrative:
(B)(6). Investigation summary: no samples or photos were provided by the customer for investigation. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of plunger rod broken / damaged for lot #8303746 item #302828. Investigation conclusion: a device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process.

Event description:
It was reported that plunger error occurred during use with a syringe 60ml catheter tip (B)(6). The following information was provided by the initial reporter, "syringe was with the plunger broken."